Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No moisture damage was noted to the electronics or motor. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer did not recall the blood glucose reading. The customer stated that the insulin pump was exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.